Manufacturer narrative:
(B)(4). Date sent to FDA: (B)(6) 2016.no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.the device information for use under precautions states" caution: the use of a laparoscopic tissue extraction bag is recommended for the morcellation of malignant tissue or tissue suspected of being malignant and for tissue that the physician considers to be potentially harmful when disseminated in a body cavity. As morcellation may affect endometrial pathologic examination, preoperative evaluation of the endometrium should be considered. Should malignancy be identified, use of the gynecare morcellex¿ tissue morcellator may lead to dissemination of malignant tissue.

Event description:
It was reported by an attorney that the patient underwent a da vinci robotic assisted laparoscopic total hysterectomy for bulky pelvic mass consistent with uterine fibroids on (B)(6) 2008 and a morcellator was utilized. The pathology showed malignant mixed mullerian tumor within endometrial polyp. No lymph invasion. On (B)(6) 2009, the patient had additional surgery for pelvic mass and recurrent carcinoma. Pathology was malignant mixed mullerian tumor. No additional information was provided.